Manufacturer narrative:
Ra has received the event device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap hartmann. "After 4 seals (from the start of the procedure) the jaw got stuck and could not be opened. Had to cut the tissue out. Normal mesenteric tissue, not too thick and not to thin. Opened a new device and worked fine." Additional information received from mis on 10aug2017: "the handle could not be opened. The instrument was taken out of the patient and they tried to open the voyant, but it wasn't possible to open the handle/jaws. They tried all possibilities to open the handle, but it didn't work. The surgeon couldn't recall whether the blade lever was returning to the forward position when released. The incident took place outside the patient, so there was no tissue between the jaws. It was observed once. The experience occurred halfway through the procedure. The surgeon resolved the situation by taking a new device." Additional information received from sales on august 16 with respect to the question if the jaws locked shut was the blade lever in the "actuated position with the blade forward in the jaws- the tm responded that the surgeon couldn't recall if this was the case. He mentioned that they tried everything to unlock the jaws. Also tried to unlock it actuating the blade lever." Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Functional testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Although the exact root cause of the reported event could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received on august 31 that the first information received on the cer was not correct. After the cer was submitted the mis contacted the surgeon who experienced the incident to gather more information. Addition information was sent later and this information is indeed different from the first. The incident took place outside the patient, therefore there was no tissue in the jaws. The surgeon closed the handle to pass it through the trocar and wasn't able to open the jaws anymore when he decided to proceed with the procedure. The surgeon also mentioned that the jaws locked halfway the procedure, but he couldn't recall the exact amount of activations. So 4 activations is not correct either.